Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 53209, were returned and analyzed. The data files confirmed system notice 50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ and ¿there was a problem with the refrigerant port¿ on the day of the event. Visual inspection of the balloon catheter showed that it was intact with no apparent issues. Smart chip verification indicated that the catheter was not used. Without reprogramming the catheter, it was connected to the console and no system notices were received; the catheter was recognized. The catheter failed the performance test due to system notice 50005. The dissection/pressure test showed a guide wire lumen kink inside the balloons at 0.8 inches from the tip of the catheter. Additionally, pressure test showed a breach from the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.